Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device replacement procedure, the device settings on the new pulse generator could not be programmed; the programmer screen was stuck at the startup display. The device was not used, and another device was implanted successfully. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The reported event of a programming anomaly was not confirmed. The device was received in normal range of operation, and programming of the device was normal. Device image analysis indicated average monthly voltage and current trends were normal. Analysis performed exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.